Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2 and 6 were failed and required maintenance. Customer tried to reboot and recover the storage space, but the issue persisted. The customer stated that they managed to get the medication from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed with the customer that the issue was resolved by power cycling. The system functioned as intended after the customer resolved the issue.